Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 54 mg/dl. Reportedly, the customer had overcorrected for a carbohydrate bolus. The customer consumed carbohydrates and drank soda to stabilize bg level. Additionally, it was reported that the wake button was difficult to press. The customer's blood glucose level was 84 mg/dl. Reportedly, the customer was ultimately able to activate the pump screen. The customer declined further troubleshooting.